Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which identified slight scratch marks on the external flat surface, not in the seal area, which does not impact functionality. Functional testing was performed with no issues noted. All box dimensions of the sample received were measured with no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a titanium adapter and transfer set. This was observed before patient use. There was no patient involvement. No additional information is available.